Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) with the following findings: there was no visible damage found on the keypad. The keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The up arrow and contrast buttons were hard to press and required increased force to respond. The keypad cover was removed; contamination was found under the button key contacts. Unrelated to the complaint, the display screen text was found to be dim, faded and discolored.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the up/down arrow and ok keypad buttons reportedly were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.